Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 01-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident. A technical support specialist (tss) contacted the customer to investigate; however, the customer had already resolved the issue, and users confirmed successful login to the cabinet. The system functioned as intended after customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, a user was unable to log in to the cabinet. There were no delay or adverse events or injuries reported based on this event.